Event description:
A cartridge change error was reported regarding the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed technical support instructions to inspect various components and clean the pneumatic tap area but was unable to load the cartridge successfully. A new cartridge fill was completed with technical support's guidance, and a replacement was issued for the ongoing cartridge fit issue.